Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the telescope exhibited removed eyepiece ring parts. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the following led to the malfunction: 1. Loose light guide sleeve can be attributed to excessive force resulting from unscrewing the inscription sleeve. 2. The laser marking on the inscription sleeve is faded due to age-related wear and tear of the telescope. 3. The outer tube has a dent due to an impact, improper handling. 4. The outer tube is bent due to the effect of the leverage forces. 5. Broken lens in the optical system is due to bent outer tube. Olympus will continue to monitor field performance for this device.